Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had some pus at the incision site. The patient believed that the incision site was not healing and developed an infection. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient had some pus at the incision site. The patient believed that the incision site was not healing and developed an infection. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a cleaning procedure of the pocket site. It was noted that the symptom was not device related. The patient was scrubbing the area with a bath sponge right after initial surgery which was not advised to do. The patient was doing well and was given antibiotics. Nothing was added or removed during the procedure. Additional information was received that the physician stated that the incision was presented to be healing nicely, looked clean and did not show drainage or pus. The area was warm to the touch below the incision. The physician evaluated the computerized tomography (CT) scan and stated that the ipg site looked good, and the patient was not feeling the previous sensation that were reported.

Event description:
It was reported that the patient had some pus at the incision site. The patient believed that the incision site was not healing and developed an infection. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a cleaning procedure of the pocket site. It was noted that the symptom was not device related. The patient was scrubbing the area with a bath sponge right after initial surgery which was not advised to do. The patient was doing well and was given antibiotics. Nothing was added or removed during the procedure.

Event description:
It was reported that the patient had some pus at the incision site. The patient believed that the incision site was not healing and developed an infection. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a cleaning procedure of the pocket site. It was noted that the symptom was not device related. The patient was scrubbing the area with a bath sponge right after initial surgery which was not advised to do. The patient was doing well and was given antibiotics. Nothing was added or removed during the procedure. Additional information was received that the physician stated that the incision was presented to be healing nicely, looked clean and did not show drainage or pus. The area was warm to the touch below the incision. The physician evaluated the computerized tomography (CT) scan and stated that the ipg site looked good, and the patient was not feeling the previous sensation that were reported. Additional information was received that the patient claims that there as a wire sticking out through the incision where the ipg was located. The physician examined the ipg site and noticed that the patient had a superficial suture that was slightly protruded through the skin. The area was cleaned, and the stitch was removed. The physician believed that this was not device related. The patient was taking an antibiotics and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7074938.